Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added insulin into the cartridge and was able to complete load process. There was no impact to the customer's blood glucose level.